Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was displaying an error 4 message. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2013, at an unspecified time. The patient reportedly manages her diabetes with unknown type/fixed dose insulin with and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms of high or low blood glucose but claimed she was admitted to the hospital on (B)(6) 2013 (time unknown) and was treated by a healthcare professional with insulin (type/dose unknown). At the time of troubleshooting, the cca noted that the subject device was being used for the first time. The subject test strips expired/stored incorrectly. The issue was resolved when retesting with a new unexpired test strip. Replacement products were sent to the patient and subject products were sent back for investigation. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (09/11/2013). The patient¿s test strips (B)(4) have been returned and evaluated by lifescan product analysis on 8/20/2013 and 9/3/2013, respectively, with the following findings: the test strips #(B)(4) passed all testing with no faults found. The reported issue could not be confirmed.the test strips #(B)(4) involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3 - additional information - (09/11/2013). A DHR (device history record) was completed on 08/28/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 4 ¿ (11/08/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 sc 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #5 - correction and additional information - (B)(6) 2013. Date testing completed for the test strips product #(B)(4) has been updated to (B)(6) 2013 by product analysis from originally submitted (B)(6) 2013.

Manufacturer narrative:
Follow-up # 1 ¿ (08/23/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/9/2013 and 8/19/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.